Event description:
As reported, in 2008, this pt was implanted with gore excluder aaa endoprostheses to treat infrarenal abdominal aortic and common iliac artery aneurysms. The internal iliac artery was coil embolized and percutaneous transluminal angioplasty at the bifurcation site of the internal iliac artery and external iliac artery was performed in advance. The access site healed poorly and on an unk date, an infection was identified which extended to the surroundings of the device. All devices were removed and a vascular graft replacement was performed. The physician suspected that the gore excluder aaa endoprostheses may not have been the cause of the infection, and that the pt's femoral artery was infected prior to the procedure. The explanted devices are not being returned to gore.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.